Event description:
The pt contacted smith & nephew via email regarding an incident with opsite dressing. The pt was undergoing a skin graph in which the replacement skin was taken off the right thigh. An opsite dressing bandage was placed over the 2 by 4" area. After approximately 8 hours, red, large blisters appeared under the dressing where the green tape handles are located (outer right and left side of the dressing). Normally, these green handles are used for applying the dressing and then removed. The pt indicated that the blisters have become permanent scars. Repeated unsuccessful attempts have been made to contact the pt in order to gain additional info regarding the incident, treatment, current condition and part/lot number of the product. Should info become available, an additional report will be filed.